Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer observed error code 1062 (invalid test results, read precision) over three months while running three patients' samples on the axsym digoxin iii assay. The most recent sample was sent to a reference lab for testing. There was no impact to the patients' management reported.